Event description:
It was reported that the left ventricular lead exhibited an increase in impedance since implant. The lead was functioning fine and remained implanted. The patient would be monitored closely. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).